Manufacturer narrative:
A product evaluation was completed on the returned catheter. The reported event of "a slit/hole in the catheter which caused a leak" was confirmed. Proximal infusion lumen had leakage through a 0.025" long cut at 108cm from catheter tip. The finding was aligned to customer photos. All other through lumens were patent and did not leak. Balloon inflated clear, concentric and remained inflation for 5 minutes without leakage. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As per current investigation, the manufacturing process was reviewed, and a potential root cause could not be identified since there are established process controls to prevent the occurrence of the reported malfunction. As part of the manufacturing process, 100% of units undergo a quality visual inspection, leak test, electrical test, and visual inspection on the packaging process.

Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a swan ganz catheter had a slit/hole in the catheter which caused a leak. The catheter was inserted on (B)(6) 2025 at 2043. On (B)(6) 2025, the patient went for a CT scan and when the patient was returned around 1840, the patient's gown was noticeably wet. Nurse inspected and discovered that there was a visible leak between "the hub and where the tubing divides into multiple tubes and the 100 cm mark." Both introducer and catheter was removed. Staff infused dobutamine peripherally overnight. A new introducer and catheter was inserted the next day, (B)(6) 2025. An arrowg+urd blue psi kit, 8.5 fr, 10cm introducer was used during the event. There was no patient harm.